Event description:
Leg surgery [leg operation]. Possible allergic reaction [allergic reaction]. Right side of face swollen [facial swelling]. Swollen lip [lip swelling]. Case description: this case was reported by a consumer and described the occurrence of leg operation in a (B)(6)-year-old female patient who received oral moisturisers (biotene oral balance gel (aroma)) gel (batch number unk, expiry date unknown) for product used for unknown indication. On an unknown date, the patient started biotene oral balance gel (aroma) at an unknown dose and frequency. On an unknown date, an unknown time after starting biotene oral balance gel (aroma), the patient experienced leg operation (serious criteria gsk medically significant), allergic reaction, facial swelling and lip swelling. The dose of biotene oral balance gel (aroma) was increased. On an unknown date, the outcome of the leg operation was unknown and the outcome of the allergic reaction, facial swelling and lip swelling were not recovered/not resolved. It was unknown if the reporter considered the leg operation, facial swelling and lip swelling to be related to biotene oral balance gel (aroma). The reporter considered the allergic reaction to be possibly related to biotene oral balance gel (aroma). Additional information, the adverse event information was received on (B)(6) 2015. The consumer stated she had been using the biotene oral balance gel aroma on occasion for a long time. In (B)(6) 2015 the consumer stated she had surgery on her leg and increased her use of the product to nightly and had since been experiencing the events of possible allergic reaction, swollen lip and right side of her face swollen.